Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal and bolus delivery. Customer resumed insulin delivery to address the alarms; however alarms continued. Customer changed all pump supplies to resolve occlusion alarms. Customer's blood glucose ranged from 150-500 mg/dl.